Event description:
After a lead repositioning procedure, no atrial or ventricular sensing was observed for several minutes. In addition, both the atrial and ventricular egm's were flat. However, after several minutes the sensing and egm resumed and the device appears to be functioning normal during testing. The device remains implanted. Note: cautery was used near the device during the closing procedure.

Manufacturer narrative:
(B) (4) the analysis from the manufacturer is pending. (B) (4): since the device remains implanted, the files from the programmer were reviewed. The files showed 2 recorded noise sensing episodes that are most likely due to the reported repositioning procedure. Loss of sensing was seen through real time data file review. Reportedly, the sensing and egm were back to normal operation and the device appears to be functioning normally. The origin of the behavior remains unknown; however, the most probable explanation would be a transient saturation of the pacemaker's sensing amplifier due to electrical current generated by the cautery that was used. The device can remain implanted without any further action. (B) (4): device remains implanted.

Event description:
After a lead repositioning procedure, no atrial or ventricular sensing was observed for several minutes. In addition, both the atrial and ventricular egm's were flat. However, after several minutes the sensing and egm resumed and the device appears to be functioning normal during testing. The device remains implanted. Note: cautery was used near the device during the closing procedure.

Event description:
After a lead repositioning procedure, no atrial or ventricular sensing was observed for several minutes. In addition, both the atrial and ventricular egm's were flat. However, after several minutes the sensing and egm resumed and the device appears to be functioning normal during testing. The device remains implanted. Note: cautery was used near the device during the closing procedure.

Manufacturer narrative:
(B)(4). The analysis from the manufacturer is pending. (B)(4) since the device remains implanted, the files from the programmer were reviewed. The files showed 2 recorded noise sensing episodes that are most likely due to the reported repositioning procedure. Loss of sensing was seen through real time data file review. Reportedly, the sensing and egm were back to normal operation and the device appears to be functioning normally. The origin of the behavior remains unknown; however, the most probable explanation would be a transient saturation of the pacemaker's sensing amplifier due to electrical current generated by the cautery that was used. The device can remain implanted without any further action. (B)(4). Further analysis and thorough tests were performed for a similar case. Device remains implanted.

Manufacturer narrative:
The analysis from the manufacturer is pending. Device remains implanted.